Event description:
It was reported that a lead integrity alert (lia) triggered for the rv lead due to oversensing with high rate non-sustained (hr-ns) episodes and sensing integrity counter (sic). The rv lead was found to have increasing high impedance. The lead was capped and a new lead was implanted. It was further reported that the rv lead was fractured prior to replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of [lead integrity alert (lia) triggered for the rv lead due to oversensing with high rate non-sustained (hr-ns) episodes and sensing integrity counter (sic).] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.